Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder for gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the axios second flange did not unfold. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the gallbladder for gallbladder drainage procedure performed on (B)(6) 2025. During the procedure, the axios second flange did not unfold. Another of the same device was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. ***additional information received on january 25, 2026*** it was reported that this complaint was determined to be an incorrectly reported case and did not involve a boston scientific device but instead involved a competitor's product.

Manufacturer narrative:
Blocks b5 and h6 (device code) were updated based on the additional information received on january 25, 2026. Block h6: imdrf device code a24 captures the event that was incorrectly reported.